Event description:
A 44 yr old white gravida 0 female status post placement of bilateral subglandular inframammary large dow corning gels for augmentation in 1974. Pt notes left breast has recently hardened and become painful. Also complains of arthralgias, myalgias, morning stiffness, paresthesias, dysesthesias, swelling, fatigue, sleep disturbance, adenopathy, low grade fevers, frequent upper respiratory infections, hot flashes, left temporomandibular joint disease, visual changes, dizziness, memory loss, oral sores, rashes, sensitivity to sun,chemicals and cold, raynaud's, skin tightening, elevated cholesterol, and genitourinary changes.